Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Investigation summary: according to the information received, "[it was reported that on (B)(6) 2024, vertebral body spreader- angled is broken, but the event did not happen during surgery. Follow-up on 4/10 identified, lot number and "the spring snapped.]" The photos were provided for review. (B)(4) image 30 apr 2024 (1), (B)(4) image 30 apr 2024 (2), (B)(4) image 30 apr 2024 (3) ). The photo revealed that [pdl114, vertebral body spreader- angled] had broken. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. The overall complaint was confirmed as the observed condition of the [vertebral body spreader- angled] would contribute to the complained device issue. Based on the investigation findings, cause trace to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part number: pdl114. Lot number: a7na50. Manufacturing site: tuttlingen. Release to warehouse date: week 50, 2004. The lot a7na50 consists of 7 different production lots. Man. Date lot # qty. Works order# 20.12.2004 a7na50 (B)(4) (B)(4). 21.12.2004 a7na50 (B)(4) (B)(4). 21.12.2004 a7na50 (B)(4) (B)(4) 21.12.2004 a7na50 (B)(4) (B)(4) 20.12.2004 a7na50 (B)(4) (B)(4) 20.12.2004 a7na50 (B)(4) (B)(4) 20.12.2004 a7na50 (B)(4) (B)(4). A review of 7 of the device history records was performed for the finished device lot number, and no non-conformances were identified. Review of raw material certificate could not be established during this review due to the age of the device (over 19 years old). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, a vertebral body spreader is broke, however, the event did not happen during surgery. Upon arrival of the devise, the lot number was identified and the spring snapped on the device, the particular reason for the breakage is unknown. This report is for one (1) vertebral body spreader- angled this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that vertebral body spreader- angled was broken from the leaf spring,. The broken fragment still attached at the device. A dimensional inspection for the vertebral body spreader- angled was not performed as is not applicable to the complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The overall complaint was confirmed as the observed condition of the vertebral body spreader- angled would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Drawing/specifications reviewed current revision was reviewed. Manufacturing document review was not retrieved due to the age of the device (over 18 years old). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.